Event description:
There was a dissection (type "e") in the proximal lad during implant. Clinical evaluation of this event determined that an observation of this effect/result in the vessel would most likely lead to treatment with additional medical intervention.